Manufacturer narrative:
It was noted from the field that there were no issues with pre-release and they were not able to confirm if the device clicked/locked after pre-release. Device analysis and investigation is in-process.

Event description:
Tried to go radial approach through the .087 piraeus medical. Deployed nav 6epd. Was able to track the 9 x 40 cguard stent to the location. During deployment of the stent he could not pull the lever back and release the stent. After trying very hard to release the stent we decided to remove the product. As we started to remove the product the 2 distal rings of the stent deployed and prevented us from removing the stent. He decicded to pull the entire system including the flter out of the body. As we brought everything down the radial artery the stent deployed in the distal radial artery. Approximately 4-5 inches from the wrist. We completed the procedure from the femoral access with a competitor stent and there was no clinical impact to the patient. During the final runs of the case, we did an angiogram of the radial artery and it appeared tht the radial artery occluded at the location of the stent. The patients hand appeared normal and the collateral flow from the ulnar artery more than likely was adequately perfused the hand as reported in many studies.